Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, although there was no unusual resistance felt during thumb advancer and exchange sheath deployment, the clip became caught on the exchange sheath. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated it was fully clip-deployed, which substantiated the reported experience. The thumb advancer was slightly distally advanced, and the leaves of the garage tube shredded and stretched the exchange sheath. Subsequently, when the clip was fired, the clip tines punctured the distal end of the exchange sheath, resulting in the clip being captured, as reported. The clip was not returned. Based on the investigation findings, the probable root cause for the bent leaves of the garage tube that shredded and stretched the exchange sheath is a tight tissue tract. Instead of the tubeset sliding easily within the exchange sheath, tissue compression forces may cause the exchange sheath to drag along with the tubeset as it is distally advanced, resulting in the leaves of the garage tube shredding and stretching the exchange sheath. Subsequently, the exchange sheath elongates which can cause interference with clip deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.